Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after the infusion set for the ilet system was found disconnected and then reconnected, with glucose readings exceeding 250 mg/dl for a few hours and device alerts for sustained elevated glucose. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and return of glucose to target range after reconnection. Investigation included troubleshooting and education regarding infusion set management and confirmation of resolution. Investigation of this case revealed a user-related disconnection of the contact detach infusion set that interrupted insulin delivery and led to transient hyperglycemia, with normal function after reconnection. It was concluded, based on previously established findings for similar reports, that user technique and infusion set disconnection were the likely causes.